Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 01/09/2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was hospitalized for elevated blood glucose (bg) of 22 mmol/l with vomiting and ketones. The patient was reportedly diagnosed with diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU) for 48 hours. The patient was reportedly treated with intravenous insulin and fluids. Reportedly, the patient had changed to a new infusion set on (B)(6) 2017, and noticed blood glucose values rising 2 days later on (B)(6) 2017. The patient reportedly attempted to correct the high bg by using the pump; however bg levels continued to rise. The patient reportedly continued to try to get bg down by using the pump and did not treat bg with insulin pen as recommended. The alleged bg excursion was reported to be due to a ¿handling error¿ and not a pump malfunction. The reporter reviewed the pump settings and histories and found all settings and histories to be correct; the pump was reportedly delivering insulin properly as programmed. The pump was not returned to animas. The reporter initially alleged an issue with supplies, but upon follow up stated that there was no issue with supplies noted but the infusion set had been discarded and therefore could not be troubleshooted. A cause for the alleged bg excursion could not be determined. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to unknown cause while using insulin pump therapy.